Manufacturer narrative:
Product complaint #: (B)(4). Batch # unk. Month and day unknown. Only year (2018) is known. The lot/batch was not provided; therefore, the manufacturing records could not be reviewed. Additional information was requested and the following was obtained: response to questions sent as a follow up "to". I only have partial answers at this time but am expecting to hear from the hospital to get the remaining answers. Please confirm the specific number of patient events and address the following questions related to each patient. What surgical procedure was being performed? Sigmoid bowl resection. Was the procedure performed laparoscopically or open? A mixture of both. I don¿t have the specifics yet but the surgeon told me some were lap and some open. What were the indications for surgery? Was the product code of the circular stapler ecs29a? If no, please provide the product code. Yes. Ecs29a. What healthcare professional fired the device and what is his/her experience with the device? A pa fired the device. She has extensive experience with the device. Where in the green gap setting scale was the indicator located prior to firing? Yes. Did the healthcare professional wait 15 seconds after closing the device and then retighten prior to firing? Yes. Was the device difficult to close? No. Was the device difficult to fire? No. Did the healthcare professional receive audible & tactile feedback when firing the device? Yes. Were the donuts inspected? If so, please describe. Yes, the donuts were inspected and looked good. Was a complete washer transection confirmed? Was a leak test performed? If so, what was the result? Yes. No leaks were seen. How many days post-op did the leak occur? How was leak identified? Was the site of leak identified? What was done during the reoperation? Were there any staple formation issues identified at any point throughout the care of the patient? What is the current status of the patient? Patients are doing ok. Some/all have ostomies but I don¿t have the specifics at this time. I will work to get them. These are the answers I have so far from speaking with the surgeon. The surgeon has asked that someone from the hospital reach out to me get the rest of the answers. Attempts are being made to confirm the specific number of patient events.

Event description:
It was reported that a surgeon at the facility mentioned that a couple of months ago they had a spike in leaks when using the ecs29a. Patients were brought back in for re-operation to address the leaks. No specifics on procedures or dates were given. Patient status is currently unknown. Surgeon wasn't exactly blaming the leaks on the stapler but was asking if we had made any changes recently.

Manufacturer narrative:
Product complaint # (B)(4). Additional information was requested and the following was obtained: please confirm the specific number of patient events. Response: they didn't suggest additional complaints. The surgeon didn't reference a specific number. He only asked if we had done anything different in our manufacturing because he has seen a spike in leaks a few months ago. He wasn't necessarily attributing the leaks to the staplers. Just asking.